Event description:
It was reported that the toric non-preloaded intraocular lens (iol) was explanted. As per additional information received, surgeon implanted the lens and noticed a scratch on the lens. Iol was fully inserted into patient's eye and was removed in same procedure. Removed iol was replaced with new lens. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.